Manufacturer narrative:
As reported, the capsure's fastener got tangled up in the shaft, two shots came out, and one of the fastener's coils stretched. The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When the investigation is completed, a supplemental emdr will be submitted. Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds that the capsure device was found to deploy single fasteners successfully on multiple trials. Per the visual inspection conducted, no discrepancies regarding fastener coil elongation or separation from the molded head were observed. The fasteners length were found in compliance with specified dimensional requirements. However, based on the sample condition returned by the customer that presented with loose and stretched (deformed) fasteners, the event is confirmed but a root cause cannot be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the tapp procedure the capsure fixation device fixated 4 fasteners (2 in the cooper's ligament, 1 in medial in the inferior abdominal wall artery, 1 in the rectus abdominis). It was reported that attempts were made to fixate the lateral to the inferior abdominal wall artery, the fastener got tangled up in the shaft, two shots came out and one of the fired fastener¿s coils stretched. The deployed stretched fasteners were attached to the mesh. Both mesh and fasteners were removed from the patient's body. There was no patient injury.

Manufacturer narrative:
As reported, the capsure's fastener got tangled up in the shaft, two shots came out, and one of the fastener's coils stretched. The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When the investigation is completed, a supplemental emdr will be submitted. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera. The intended fixation site should be assessed to ensure that while the tissue is compressed the total distance from the surface of the tissue to any underlying structures is greater than the length of the capsure fastener." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the tapp procedure the capsure fixation device fixated 4 fasteners (2 in the cooper's ligament, 1 in medial in the inferior abdominal wall artery, 1 in the rectus abdominis). It was reported that attempts were made to fixate the lateral to the inferior abdominal wall artery, the fastener got tangled up in the shaft, two shots came out and one of the fired fastener¿s coils stretched. The deployed stretched fasteners were attached to the mesh. Both mesh and fasteners were removed from the patient's body. There was no patient injury.